Event description:
The customer reported to customer service that her freestyle pump had low suction and she has clogged ducts.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. A medela clinician contacted the customer and she stated that she developed mastitis and was treated by her doctor with antibiotics. The course of medication was completed and she is fully recovered. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product were unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).